Event description:
Customer reported erroneous low nucleated red blood cell (nrbc) test results and erroneous high while blood cell (wbc) test results were obtained for one pt when using the coulter lh 780 hematology analyzer. There were instrument generated flags with the test results. The sample was retested with similar results obtained. Erroneous test results were reported out of the lab. The test results were determined to be erroneous based on comparison of nrbcs. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was performing within qc specs with respect to controls and reproducibility. Raw data was requested, but was not available. On (B)(6) 2010, the field service engineer verified instrument performance to specs. Root cause was determined to be related to the sample and interfering substances/conditions. Platelet clumps and nrbc cells are a known interfering substance for the wbc parameter. Product labeling indicates that the presence of a majority of nrbc that are very small or very large may result in a false negative condition. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, beckman coulter, inc. Recommends a slide review per lab protocol. The instrument generated an r (review) flag for the initial nrbc result, which prompts the operator to further review the specimen. The instrument also generated flags for "dimorphic reds" and "platelet clumps." This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.